Event description:
A customer reported several incidents of fibers seen in the pt's eye during surgery. During some cases the fibers are removed during the same procedure, however, in some the fibers were retained in the pt's eyes. The customer reported that this does not represent an issue to the pts.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).